Manufacturer narrative:
The technician replaced the ground strap assembly to resolve the issue.

Event description:
Technician alleged that the ground resistance test failed on the bed. No patient impact.